Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no reported moisture or damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2019 with the following findings:. During investigation, the black box shows evidence of unexplained pump reboot event on (B)(6)/2019. The battery compartment cracked below and above grip pad; cover crack between corner of lens and case seal.; base crack between case seal and keypad. The pump was returned without battery cap. A test battery cap was used for all testing test battery cap attaches securely to pump. Pump exercised 12 hours with no power issues or alarms occurring. Pump opened, and no damage or moisture found to power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.